Event description:
The affiliate reported when the surgeon used icp monitoring, the machine showed nothing and did not find the sensor. Then the surgeon removed it and changed to use a new sensor, it was ok. The surgery was delayed 3 hours.

Manufacturer narrative:
Upon completion of this investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: internal catheter wires broken at case and catheter (wires appear stretched). The sensor is not functional due to broken catheter wires. Catheter received in a drainage tube. No testing was possible. Mfg. Date: 12/30/11. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.